Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting noise on the right atrial (ra) lead channel that was being oversensed (no pacing inhibition). There was no observations of high impedances. Minute ventilation (mv) sensor was turned off in response. The device remains in-service. No adverse patient effects were reported.